Event description:
Customer reported that ventilators inspiratory time setting would change on its own after approx 20 minutes of operation.

Manufacturer narrative:
A nellcor puritan bennett customer support engineer evaluated the unit at the customer facility and observed the inspiratory time setting vary from .4 to .1 to 1.3 then back to .4. He isolated the problem down to the front panel pca, which is being returned to the factory for a more extensive evaluation.